Event description:
The customer reported the system booted up with a system error. No pt injury was reported.

Manufacturer narrative:
The ge service rep could not duplicate the problem. Customer could not recall error on monitor. The rep ran operational checks. System operates as intended.